Manufacturer narrative:
See section d1, d2 and d4 for correction.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge and leak insulin. As treatment, a new pod was placed.